Manufacturer narrative:
The lead remains actively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was became dislodged because the patient was a twiddler and pulled the lead into the pocket. The lead was successfully repositioned. There were no adverse patient effects reported.